Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor was giving in accurate readings. Customer stated his blood glucose was 401 mg/dl and the sensor reading was 43 mg/dl. Customer declined troubleshooting for the high blood glucose level. Customer mentioned the insulin pump had alarmed lost sensor but didn't have the transmitter to troubleshoot. Customer stated she will call back. The sensor is not returning for further analysis.